Manufacturer narrative:
D10 concomitant product: unknown ligasur, unknown ligasure instrument (lot#: unknown) jasper max gebhardt, neno werner, andrea stroux, frank förster, ioannis pozios, claudia seifarth, christian schineis, benjamin weixler, katharina beyer and johannes christian lauscher. Robotic-assisted versus laparoscopic surgery for rectal cancer: an analysis of clinical and financial outcomes from a tertiary referral center. Journal of clinical medicine 2024, 13, 1795. Https://doi.org/10.3390/jcm13061795. Pages 1-14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study compared the outcomes of robotic-assisted and laparoscopic approach in patients who underwent surgery for rectal cancer between 1 january 2016 and 31 september 2021. In the robotic group, the rectum was transected using a competitor stapler or a ta 30 stapler. In the laparoscopic group, ligasure or a competitor device was used for dissection. Anastomosis was performed with a competitor circular stapler. One hundred twenty-five patients were in the study, of which 66 were performed robotically and 59 laparoscopically. Complications included hemorrhage and damage to organ structures (includes injury to spleen, ureter, ductus deferens, or bladder). Intraoperative hemorrhage was treated with blood transfusions. Interventions were not reported for organ structure damage or postoperative hemorrhage. No complications were related to ta stapler use.